Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in pacing impedance was noted. Upon further testing, no issues were noted and the impedance value had returned to normal range. The patient is in stable condition and will be monitored via merlin.net.